Event description:
Procedure performed: colectomy. Event description: the only thing that is known, is that the clip applier device hasn´t worked. That device is returned to be examined. Assistant head nurse who informed the malfunction of the device told that there is no more information available. Additional information received from company rep. Via email on 04feb2025: I once again contacted to or and unfortunately no one couldn´t help. Reportability change to reportable after completion of pre-decontamination functional testing. New alert date 25feb2025. Additional information received from investigator via email on 27feb2025: on 25feb2025 engineering completed pre-decontamination functional testing on the returned unit and observed a dry fire that lead us to believe that the nonconformance experienced during the procedure by the customer may be no clip loaded. Intervention: unknown. Patient status: patient is fine.

Manufacturer narrative:
The event unit returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: colectomy. Event description: the only thing that is known, is that the clip applier device hasn´t worked. That device is returned to be examined. Assistant head nurse who informed the malfunction of the device told that there is no more information available. Additional information received from company rep. Via email on 04feb25: I once again contacted to or and unfortunately no one couldn´t help. Reportability change to reportable after completion of pre-decontamination functional testing. New alert date (B)(6) 2025. Additional information received from investigator via email on 27feb25: on 25feb25 engineering completed pre-decontamination functional testing on the returned unit and observed a dry fire that lead us to believe that the nonconformance experienced during the procedure by the customer may be no clip loaded. Intervention: unknown. Patient status: patient is fine.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Functional testing was performed on the event unit, which confirmed the complainant¿s experience of the clip not loading into the jaws. Visual inspection was performed where no visible non-conformances were observed. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event based on the evaluation of the returned unit. Applied medical has performed a historical trend analysis and review of production records and no relevant documentations were identified. Correction to h6. Component code.